Event description:
During cystoscopy, the universal light source cord is connected to the scope for visualization. At some point, the surgeon disconnected the light source and placed it on the patient's leg. Staff was not aware it was disconnected. After the case, a pencil eraser sized 1st degree burn was noted to the patient's leg.